Event description:
It was reported that the device was used during a laparoscopic sleeve gastrectomy procedure. On the last couple of firings it was noticed the outer row of staples were malformed or some were straight. The surgeon threw a couple of stitches over the staple line and completed the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.corrected information regarding the event was provided by the surgeon to the rep after the user facility medwatch was completed by the account. (B)(4).

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with one ecr60w cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.